Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 16-feb-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: two complaint samples were returned and evaluated. The first consisted of an activated syringe, with cannula, with approximately 0.05ml of expellable healon pro solution remaining; the 2nd with approximately 0.6 ml of expellable solution with no cannula. The syringes were assembled and placed separately into a plastic bag and then into the product box together with the directions for use (dfu). The material finds observed by the customer were not returned for inspection. Additionally, no further finds requiring characterization were found by this investigation. As the customer's narrative could not be confirmed by the evaluation of the complaint samples, then no product defect or non-conformity has been confirmed. A probable cause for the issue has not been determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. This issue will be further investigated. Should any new relevant finding be available a supplemental report will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was noticed during the surgery. The clinic was unsure if it came from the healon or anything else. Account indicated that the thread was observed in the patient's eye during implantation, and it was flushed out during surgery. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.